Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that as the customer was a brittle diabetic, the pump personal profile settings (basal) were adjusted multiple times causing blood glucose (bg) to fluctuate (high/low values not provided). Insulin injection was used to address elevated bg and fast acting carbohydrates were consumed to address low bg.